Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 4, mixed mitral regurgitation (mr). The first clip was placed without issue. During placement of the second clip, tension was created on the leaflet, causing the first clip to detach from the posterior leaflet (slda). There was no reported interaction between the two clips. Two additional clips were placed to stabilize the slda clip, one medial and one lateral, reducing mr to grade 1+. The patient was stable post procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.